Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and instructed the caller to attempt a corrective action, but the problem persisted. As a result, technical support arranged to replace both the pump and the original cartridge, providing the caller with a new pump that includes updated software. The caller was instructed on how to switch the pump to storage mode and informed of steps to return the faulty pump, as well as how to set up the new replacement pump. The caller acknowledged and understood all instructions provided.